Manufacturer narrative:
The product is not available for evaluation. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
Report received from (B)(6) stated the cutter had intermittent cutting action during use. The surgeon changed to a different cutter and completed the procedure without any impact or injury to the pt.